Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, high thresholds, and loss of capture. This lead was then explanted and replaced. No additional adverse patient effects were reported.